Event description:
Falsely elevated calcium_2 (ca_2) results were obtained on two patient samples on an advia chemistry 2400 instrument. The erroneous results were not reported to the physician(s). The samples were repeated on the same instrument. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the erroneous ca_2 results.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center (ccc) and reported falsely elevated calcium_2 (ca_2) results that were obtained on two patient samples on an advia chemistry 2400 instrument. Quality control (qc) and calibration were valid at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. Maintenance was performed on the instrument. Additionally, the cse decontaminated and primed the instrument. Then, the cse ran calibration and qc. The cause of the erroneous ca_2 results is unknown.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00242 on 25-aug-2023. Additional information (19-sep-2023): in addition to the service actions mentioned in the initial report, the siemens customer service engineer (cse) corrected the water flow for wash up/down assembly (wud) and dilution tray wash unit (dwud). Siemens further evaluated the event and concluded that the blockage of wud and dwud potentially contributed to the erroneous calcium_2 (ca_2) results, which was resolved by adjusting the vacuum. The instrument is performing according to specifications. No further evaluation of this device is required.